Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, device had corroded keypad traces. Device had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm and the customer was unable to use the device. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.